Event description:
Revision surgery, patient presented approximately four weeks post op for reverse total shoulder with symptoms of early possible infection. Surgeon opted to revise after irrigation and debridement. Glenosphere and insert were removed and replaced.

Manufacturer narrative:
The agent reported a revision surgery due to patient presented approximately four weeks post op for reverse total shoulder with symptoms of early possible infection. Surgeon opted to revise after irrigation and debridement. Glenosphere and insert were removed and replaced. Complaint has been evaluated and is similar to report number 1644408-2023-00928; 509-00-436, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.